Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and it making it harder to see the display. The insulin pump had cosmetic damage. Customer stated that they replaces battery under in a week. Customer stated that insulin pump was louder during rewind and insulin pump losing its setting. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Additional information about blood glucose level has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer experienced the low blood glucose of 40 mg/dl which was treated with the carbohydrates. The customer declined the low blood glucose troubleshooting.